Event description:
The laser continued to lase after the physician removed his foot from the foot pedal. Reporter stated that, approx 30 to 45 minutes into a urological procedure (at which time the laser had been used intermittently for approx 650 joules). The physician released the foot pedal and the laser continued to lase (as evidenced by the audible sound and the lasing light "on"). The reporter did not notice if the laser counter continued or whether the display panel had readout "laser system on". Reporter then hit standby mode, laser continued to lase, so she immediately depressed the emergency shut off button. Reporter proceeded to check foot pedal by removing the plastic covering and checking it mechanically by pulling up on the foot pedal (she did not depress the pedal). At this time, the reporter did not note anything unusual. The laser was then turned back on and the laser immediately alarmed and the lasing light was "on" indicating that it was lasing. The emergency shut off button was immediately depressed. The technician then proceeded to restart the laser and, using a test fiber, everything appeared to be in working order. The procedure was completed without further incident and no injuries were reported.

Manufacturer narrative:
The field service engineer concluded that the footswitch had mechanically stuck in the "on" position. Further evaluation of the footswitch revealed that the tension on the lever felt less than normal. It was also noted that the lever hinge pin appeared to be protruding out of the housing approximately 1/8 inch, which is not normal. During evaluation of the footswitch, the field service engineer identified other unrelated laser components that required service and the laser and footswitch were returned to co. Upon receipt of the laser and footswitch, the laser was repaired and then tested with the reported footswitch. The event did not recur. A footswitch known to function properly was adjusted manually to recreate the lever hinge protrusion condition described above. The malfunction did not recur when this footswitch was used with a laser system known to perform within specifications. Two additional possibilities for footswitch failre were considered: 1) the footswitch had a foreign object jammed between the spring relief on the bottom of the foot pedal and push rod, and, 2) a microswitch malfunctioned in circuitry. Co quality engineering conferred with the MFR of the footswitch and found that the mean time between failure rate on the microswitches used in the footswitch is a million and a half cycles. Based on that information, it is unlikely that the microswitch was the cause of the failure. Upon further discussion with the field service engineer, it is most likely a foreign object contributed to the failure.